Event description:
It was reported that a device was used during a low anterior resection. After firing the device the surgeon noticed that the anastomosis was incomplete. Another device was used to complete the case. Or time was extended by one hour.